Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high thresholds. The lead was repositioned and the parameters were within range. The lead was successfully implanted. No patient complications have been reported as a result of this event.